Manufacturer narrative:
Concomitant medical products: z7700e29 mechanical valve, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead became dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.